Event description:
Pick up box to fill rx. Something stuck their finger. It was a needle poking out of box with a 45 degree angled needle, no cap. Looked in box the seal was open on corner and no cap to be found. Place in hosp, sharp box to be destroyed. Have in possession the bag plus 9 other syringes that was in bag.